Event description:
On (B)(4) 2013, it was reported that the up, down and check buttons on the patient's infusion device were not functioning. The patient changed the battery in the device, but the problem persisted. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The menu and check button do not respond. There are particles inside the housing of the buttons. The particles isolate the area of contact inside the button housing. Due to this problem the menu and check button do not respond. The up and down button were tested successfully and comply with the product specification.